Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. Tubing was primed with saline, one (1) unit of pack cells infused and anticipated volume o be infused ( vtbi ) of 330 ml, at the end of the infusion approximately 50 ml were remaining. No patient harm and patient did receive full unit of blood within required time limit. Vtbi ¿ was entered as 330 ml and blood was primed into tubing to level below pump prior to commencing infusion on pump (so vtbi did not include the priming volume in the tubing and the blood reaches patient shortly after infusion started). Head height of blood bag approximately at 24¿. No kinking in tubing noted. Roller clamp on port to prbcs bag fully open and roller clamp to saline bag fully closed. Prbcs chilled as per policy of being pulled and hung within 30 min of leaving blood bank. The reported problem was found in the general patient ward department. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.